Event description:
It was reported that the lead was replaced due to unstable/high impedance and noise on the egm. No patient complications were reported as a result of this event. Additional information was received in a lawsuit reporting that the patient experienced excessive shocking due to the lead.

Manufacturer narrative:
It was reported that the lead was replaced due to unstable/high impedance and noise on the egm. No patient complications were reported as a result of this event. Additional information was received in a lawsuit reporting that the patient experienced excessive shocking due to the lead. No conclusion can be drawn impedance, high interference shock, inappropriate noise.